Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was pulled back to the pocket which was confirmed via x-ray. There was no suspicion of twiddler's syndrome. It was noted that this was the second time a dislodgement has occurred, thought to be due to patient anatomy. The lead and device were explanted and successfully replaced with a subcutaneous implantable defibrillator (sicd). There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.